Manufacturer narrative:
Additional information: according to the information received from the field the recipient no longer had hearing benefit with the device after a head trauma. The issue was most likely caused by a damaged audio processor as the dl-coil was reportedly found damaged. The issue has likely resolved by replacing the coil.

Event description:
The recipient's sister called in to audiology technical support services to report a red flashing light on the coil of the external device and the light of the extenal device did not stop when the recipient put the external device. Additionally the recipient could not hear with the implant when the external device was worn. It is believed the issue has been resolved with the replacement coil.

Event description:
The recipient's sister called in to audiology technical support services to report a red flashing light on the coil and the light did not stop when he put the device on and he could not hear. She asked if that could be due to the fall that he experienced recently, as they had not seen the light before the fall. The recipient could reportedly use the audio processor (ap) the night before he fell. He did not have his ap on when he fell. Recommend to find a local provider and follow-up.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.